Manufacturer narrative:
Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2016; 5019 adaptor, implanted: (B)(6) 2016; 1084t lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell at work and subsequently heard alert tones from their device. The right ventricular (rv) lead had high thresholds with exit block, high pacing impedance, non-sustained ventricular tachycardia (nsvt) events indicating noise, and a possible fracture. The rv lead was explanted and replaced. It was also reported that the device might have been damaged during the patient¿s fall. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. If information is provided in the future, a supplemental report will be issued.